Event description:
The patient underwent an emergency right femoral thrombectomy, right external iliac artery stent patand right superficial femoral artery (sfa) stent. Approximately one month later, the patient presented to the physician with rest pain and coldness in the right leg and was found on ultrasound to have occlusion of sfa stents. An angiogram showed occluded right sfa stents with "severe stent fractures" proximal right thigh. A right fem-pop bypass and left femoral endarterectomy were performed and the patient recovered well from a vascular standpoint.this facility is seeing an increase in the number of stent fractures. Fractures are occurring from one month to three years post procedure. Staff/physicians do not know why this is happening. The physicians are trained and experienced in using these devices. In each case, the defective devices remain implanted in the patients. And, for each case, additional medical intervention was required.